Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 27-nov-2018 and installed at the customers site on (B)(6) 2019. A review of system risk files (rd-1124690_ae) revealed risk #2.4.2 "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. A two year historical review of similar complaints revealed that the same malfunction of pulse 120 laser systems "overheating" has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate laser as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. A cause for the 'overheat error' and unexpected shutdown has not been determined. The device has been removed from service at the facility and is expected to be returned to the manufacturer for analysis. Upon receipt and completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A foreign user facility reported that during a holep procedure in which a lumenis pulse 120h was being utilized, the laser shut down fifteen minutes into the procedure, presenting an 'overheat' error message on the display. Unable to continue use with the system, an alternate laser was brought in to complete the case. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.